Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed that the right master tool manipulator (mtmr) was not working properly and was missing a velcro attachment. The surgeon was unable to take control of the arm from the surgeon side console (ssc). The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter: no further information is available, except that it involved dr. (B)(6).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the component functioned as expected. The mtm was then installed onto a surgeon functional test platform (sftp) where all relevant testing was passed within specification. Once testing was completed. No faults could be identified. Root cause is attributed to a defective mtm.